Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed extensive calcification throughout each leaflet which resulted in stenosis of the effective orifice area, multiple disruptions, including detachment of each cusp, as well as incomplete coaptation. Host tissue overgrowth had encroached onto each cusp, contributing to stenosis of the valve. Adherent thrombus was noted on the stent post between the right and left-coronary cusp which appeared artifactual of explant. X-ray analysis revealed calcification within the aortic wall, belly and free margin of each cusp. Stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to extensive calcification. These findings would account for the symptoms noted clinically. H6: 86=x-ray analysis.

Event description:
This event was reported as stenosis, insufficiency and "dysfunction." No further info provided.